Manufacturer narrative:
The explanted product has not been returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a lead revision procedure this right atrial lead was found to be fractured in the area of the clavicle. The lead was explanted and replaced with a new lead. No adverse patient effects were reported other than the explant procedure.